Event description:
It was reported that the customer experienced high blood glucose levels and false sensor glucose readings. The blood glucose reading was 520 mg/dl, and the insulin pump showed a reading of 290 mg/dl. The customer stated that she was not surprised, since she had eaten pizza leading up to the event. She complained of thirst as a symptom of high blood glucose and treated using the insulin pump. She declined troubleshooting assistance for the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.